Manufacturer narrative:
D9: product received date 11/7/2024. D3. Manufacturing plant address, city, zip code: corrected. H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log confirmed cassette not attached properly error. However, the error/issue could not be duplicated during troubleshooting and testing.

Event description:
It was reported that the cassette sensor was defective. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.